Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience pro x everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6), a 3.5x18mm xience pro x stent was successfully implanted in the mid right coronary artery (rca) lesion. Following, a proximal dissection was noted. 3 non-abbott stent were implanted in the mid rca as treatment. The dissection resolved without sequela that same day. There was no additional information provided.